Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo and one video for analysis. The complaint of guidewire and ars resistance was able to be confirmed by the photo and video. The video shows a clinician in a clinical setting attempting to remove the guidewire through the proximal end of the ars. Resistance can be observed between the components until the guidewire fractures and unravels. Significant evidence of use can be seen on the two components in the video. A complete visual inspection to evaluate the cause of the resistance between the components could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of guidewire and ars resistance was confirmed by visual inspection of the customer supplied photo and video. The video shows a clinician in a clinical setting attempting to remove the guidewire through the proximal end of the ars. Resistance can be observed between the components until the guidewire fractures and unravels. Based on the video, the customer report is confirmed, however, full complaint verification testing to evaluate the cause of the resistance could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg was stuck in the ars when the swg remove from the ars." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on (B)(6) 2024, the doctor found the swg was stuck in the ars when the swg remove from the ars." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."